Manufacturer narrative:
This reported was prepared by rep. This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. Methods: the complaint device was not available for evaluation. An investigation has been carried out based on the event description and results from previous investigations. Results: our records indicate that this is the only complaint of this nature received for the given lot number. Based on the event description, we believe the heater wire in the inspiratory limb of the rt205 breathing circuit was open circuit, hence out of specification. Conclusions: the device was out of specification. This is a known issue with an occurrence rate of approximately 0.003% worldwide for the last year. We have an open CAPA project to address this issue, and we continue to monitor and trend complaints of this nature.

Event description:
A hospital in another country, reported to our distributor that as soon as they started using the rt205 adult single-use breathing circuit after setting up, a heater wire alarm was activated. The user reportedly changed the breathing circuit, and the problem did not recur. No pt consequence was reported.